Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the cubie was failed to open. The customer stated that this malfunction occurred when trying to dispense medication to patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist logged into the tester application and used it to try and open the cubie, but the cubie did not open. The tester was used to remove the cubie and replace it in the cabinet, but the cubie still did not open. The pharmacy was informed to replace the cubie in the cabinet due to a malfunctioning locking mechanism. The system functioned as intended after the technical support specialist troubleshot the device.